Event description:
It is reported that the inner layer of packing was damaged when the m/l taper stem was opened. The surgeon requested another stem.

Manufacturer narrative:
Evaluation summary: this product was manufactured in october of 2007 and thus has had a potential 4 years and 10 months to have been shipped and handled an unknown number of times. A complaint history search yielded no additional complaints against this item/lot combination. The event is likely due to transit damage. Evaluation: as returned, the incorrect end of the package is ripped, as this end was accessed to retrieve the device. The shrink wrap remains on the product carton on all sides except the opened end. Scuff marks and at least 4 small tears are identified on the remaining shrink wrap. The inner cavity is cracked at one corner, and the foam insert within also shows a small crack. Manufacturing records were reviewed and found conforming.